Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa. There were no complications that occurred during the procedure. While in the recovery area the patient developed abdominal pain. The physician determined the cause of the pain to be bleeding at the groin access site with abdominal swelling. The patient decompensated and required cardiopulmonary resuscitation. In addition the patient was put on extracorporeal membrane oxygenation (ECMO). The patient did not recover from these events and died the same day. The patient died from hemorrhagic shock.